Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were unresponsive. His blood glucose level was 170 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner and minor scratches on display window.